Event description:
A false positive advia centaur cp troponin ultra result was obtained on a second patient sample draw and was considered discordant when compared to the initial and subsequent negative test results. The customer performed repeat testing from the second draw sample and the result was negative. The patient was admitted to the hospital, however, the customer is unaware of the reason. There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the reagent and sample probe syringes due to a build up of material at the reagent probe syringe. It is unlikely that the parts replace by the fse was a contributing cause for the discordant result. The customer did not observe any system log events during testing, their quality control results were within acceptable and there were no other discordant patient results reported at the time of the incident. No conclusion can be drawn. The instrument is performing within specification.